Manufacturer narrative:
Product evaluation: analysis not available; device discarded at user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿half way through the procedure the anesthetist had problems ventilating the patient and sats dropped. Procedure had to be stopped and a normal et tube was used. The tube occluded and patient could not be ventilated.¿ there was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.